Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. H11: the complaint device was evaluated, and the reported event was not confirmed. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed, and no discrepancies were found. A definitive root cause cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as relevant clinical notes were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitants: (B)(6), 02-012-45-3525 - bandeja tibial logic fit 3.5f/2.5t. (B)(6), 204-70-00 - tornillo fijacion vástago a tibia. (B)(6), 204-34-04 - vastago ext. 14x40mm. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient underwent an initial total knee replacement on the right side. The patient was revised approximately 4 years 3 months post operation. Subsequently, patient experienced joint effusion without tension, cold knee, and a surgical wound without abnormalities. Patient had pain related to the tibial component with medial instability but had full range of motion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as relevant clinical notes were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.